Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found damaged front corners of top case and bottom case cracked on right plunger case. No error which related to customer reported problem was found in event history log. Performed accuracy testing on device; device operates within specification. The reported customer complaint was unable to be confirmed.

Event description:
Information was received stating, " "a patient's 0700 dose of metronidazole that was hung by the night shift rn alarmed occlusion a few times. After troubleshooting and resuming the medication, the pump alarmed infusion complete. Upon going to hang the flush it was noted that while the pump stated that the entire volume of the medication had been administered (2.88 ml) there was 0.6 ml remaining in the syringe-should contain the exact dose ordered for that patient." After administering the next scheduled metronidazole dose after verifying the correct volume was in the syringe and that the pump was programmed for a 5 ml syringe, the same thing occurred. During administration, an occlusion alarm went off, was troubleshooted and fixed, and after the medication administration was "complete" (per the pump) , 2 ml's of the medication remained in the syringe. No patient injury. It was reported the history of the pump was reviewed. The pump decided that 0.9800 ml was the vtbi instead of 2.88 ml for each of the two infusions that did not finish but ended as infusion completed.